Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, lot# va073p0008. Product type: lead. (B)(4).

Event description:
It was reported that during a buried lead trial, impedances greater than 40,000 ohms on contacts 3,4, and 5 occurred. Other impedances on 0-7 and 8-15 were high as well, in the 3000-6000 ohm range. The trialing cable was replaced, with no resolution. Other troubleshooting was unsuccessful, so a new lead was placed. With the new lead, impedances ranged around 1500-3000 ohms. The patient was able to feel stimulation post-operatively as well.